Event description:
Patient had a pulmonary embolism exam. CT images indicated and radiologist dr. (B)(6) concurred, patient was positive for aorta dissection. Patient sent to surgery for aortic dissection repair. Surgery proved negative aortic dissection.

Manufacturer narrative:
Result: toshiba is currently gathering additional data and information for this report.

Manufacturer narrative:
Investigation into to the cause of the alleged diagnosis of aorta dissection was conducted by the manufacturer. It was found that there were artifacts on the reconstructed CT images. These artifacts were determined to be typical motion artifacts due to pulsation. No problems were found with the CT system and it operated according to the manufacturer's specifications. We believe no further investigation into this matter is required.